Event description:
Customer states scooter has green light that blinks and unit will not move. Customer turns off and then on and may work for a while. Sounds like gears are slipping in rear of scooter. Customer has stated that this has been happening for past two months and has increasingly gotten worse. Customer states about two years old and was bought online. Referred customer to service centers